Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the switch in fallback mode recorded on (B)(6) 2015 at 02:17 was inappropriate. Also, explanations were requested as for why the episode duration is displayed "3h47min", whereas it reportedly seems to last a few seconds.

Event description:
Reportedly, the switch in fallback mode recorded on (B)(6) 2015 at 02:17 was inappropriate. Also, explanations were requested as for why the episode duration is displayed "3h47min", whereas it reportedly seems to last a few seconds.